Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the system controller was exchanged due to a blank screen. The patient reported that no alarms were present and the screen was blank. The green running symbol was illuminated. A self-test was attempted but did not illuminate the screen.